Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the lak was a taper to taper tear on the balloon, approximately 2.5mm from the balloon proximal tip. A possible cause of the taper to taper in the balloon could have been rapid impulsive action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1303904) indicated that the mynx lot met all established performance criteria prior shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. It should be noted that per mynxgrip instructions for use (IFU) , the device should be used with 5f, 6f, and 7f procedural sheath.

Event description:
The aci clinical specialist reported that a (B)(6) male patient underwent a diagnostic procedure on (B)(6) 2013. Access was obtained via a 10f venous sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f for venous closure. It was reported that when the physician attempted to withdraw the sheath from the tissue tract the balloon lost pressure. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was hospitalized for reason unrelated to the mynx device/mynx procedure and the discharge date is unknown. No further information is available.